Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated total psa results for one patient, a (B)(6) male. On (B)(6) 2011 (sid (B)(6)) the analyzer generated an initial result of 2.205 ng/ml. On (B)(6) 2012 (sid (B)(6)) the patient was redrawn and an initial total psa result of 3.08 ng/ml was generated. The same sample was retested on (B)(6) 2012 and generated a total psa result of 5.91 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation has been completed. High test results; (B)(4) no consequences or impact to patient; (B)(4).

Manufacturer narrative:
The 5.91 ng/ml specimen result was generated on a different instrument (sn (B)(4)) as previously documented. (B)(4). Please see 1628664-2012-00069 for further information about the event.